Manufacturer narrative:
Additional information: h6, h11. H11: a service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump under-infused potassium (running at 30 cc/hr) during continuous renal replacement therapy (crrt) and the patient's potassium level dropped low (2.9). The programmed volume to be infused (vtbi) was 50 ml and the device indicated the total given as 846 ml, however the device did not prompt for the potassium bag to be changed at the expected time and did not appear to be infusing at the correct rate. The potassium infusion was changed to a new IV pump and the patient's potassium level normalized after this replacement. No further information was provided.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.